Event description:
Same case as 2134265-2014-04545 and 2134265-2014-04470. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. During the intravascular ultrasound (ivus), an unspecified imaging catheter and bsc sled was used in conjunction with the motor drive unit (mdu). After the sled was placed on, automatic pullback operation started. However, the motor drive unit failed to move backward. The physician believed there was a problem with the unspecified imaging catheter and the bsc sled. Manual pullback was done using another imaging catheter and sled to complete the procedure. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).